Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned implantable lead was analyzed. Only the proximal segment of lead was returned. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to a lead conductor fracture and broken lead body. The fracture was noted via fluoroscopy. The patient underwent surgical intervention to replace the lead, and a portion of the lead was explanted during this procedure. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
At this time, the extracted portion of the lead has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to a lead conductor fracture and broken lead body. The fracture was noted via fluoroscopy. The patient underwent surgical intervention to replace the lead, and a portion of the lead was explanted during this procedure. No additional adverse patient effects were reported. The portion explanted is expected to return.